Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing. The following information was provided by the initial reporter: "gel floating in sample and on the side of the tubes causing interference when analysed. Tubes centrifuged at 4000rpm for 5 minutes on centrifuge on impeco track"

Manufacturer narrative:
H.6. Investigation summary: material #: 367373. Lot/batch #: 1151221. Bd had not received samples, but 1 photos was provided for investigation. The photos was reviewed and the indicated failure mode for gel smearing was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (gel smearing) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing. The following information was provided by the initial reporter: "gel floating in sample and on the side of the tubes causing interference when analysed. Tubes centrifuged at 4000rpm for 5 minutes on centrifuge on impeco track."